Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The sales rep, reported on behalf of the customer, that an axsos non locking screw allegedly broke during surgery. The surgeon was implanting a distal femoral plate. The surgeon noticed that when he was trying to screw in the non locking screw through the plate, the hole did not align with the area he wanted to screw. The surgeon proceeded to place the screw through the hole when the screw allegedly snapped. The surgeon was able to remove the broken piece of the screw from the bone and it is available to return for inspection. The surgery was increased by no longer than 1 minute. The sales rep has reported that surgery has been completed by using another screw along with the previously mentioned distal femoral plate.

Manufacturer narrative:
The reported event of the axsos non locking screw breakage during surgery could be confirmed, since the returned device matches the reported failure. Based on the performed investigation, the root cause was attributed to a user related issue. Based on the investigation friction must have occurred between bone, plate and screw because of the misalignment and the screw at issue broke as a result. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
The sales rep, reported on behalf of the customer, that an axsos non locking screw allegedly broke during surgery. The surgeon was implanting a distal femoral plate. The surgeon noticed that when he was trying to screw in the non locking screw through the plate, the hole did not align with the area he wanted to screw. The surgeon proceeded to place the screw through the hole when the screw allegedly snapped. The surgeon was able to remove the broken piece of the screw from the bone and it is available to return for inspection. The surgery was increased by no longer than 1 minute. The sales rep has reported that surgery has been completed by using another screw along with the previously mentioned distal femoral plate.